Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damaged and also had constant tone. The customer¿s blood glucose level was 236 mmol/l. The customer reported that the pump had damage on the reservoir compartment. It was reported that they had a constant tone was occurring. The customer was treated with manual injection for high blood glucose. The customer declined troubleshooting for high blood glucose and bent cannula. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.